Manufacturer narrative:
Unit received with a blank display anomaly due to cracked liquid crystal display glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and crack. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.